Event description:
It was reported that during a follow up in clinic, inappropriate therapy was noted on the device due to the programming of the device. Additionally, competitive atrial pacing was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.